Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door not fully latched messages which were reproduced during eval. The door latches close, but with excessive force being required to close door. The door hooks were adjusted and the device was recalibrated.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.